Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak of the right common iliac artery and aortic rupture were confirmed. The event was most likely user related due to the right iliac artery being off label per the IFU as the aneurysm extended into bilateral iliacs and there was not an adequate distal fixation length (at 15mm above right internal iliac artery the vessel was aneurysmal at 23.8mm (should be 10-23mm). The type ib endoleak was visible on the 1 month post computerized tomography scan dated 2 months prior to the rupture, the delay in treatment likely contributed to the rupture (user error). The concomitant product use of a non endologix left renal artery stent, whereas off IFU, likely did not contribute to the event. The procedure related harms identified were acute renal failure and a prolonged hospitalization. The final patient status was discharged to a skilled nursing facility on the seventh post-operative day. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) months post initial procedure, the patient presented emergently with a ruptured aaa and CT (computed tomography) detected a type ib endoleak from the right common iliac. The physician elected to treat the patient by implanting an additional afx limb stent graft with two (2) ovation ix extender devices on (B)(6) 2020. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined the initial procedure was off label due to the right iliac artery as the aneurysm extended into bilateral iliacs and there was not an adequate distal fixation length (at 15mm above right internal iliac artery the vessel was aneurysmal at 23.8mm (should be 10-23mm).

Manufacturer narrative:
Upon further review, this report contains the incorrect cfn/fei # due to an afx primary product. Therefore, initial/final report (MFR. Report # 2031527-2023-00207) is being submitted for correction. Please remove this report # 3008011247-2020-00046 from your database.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) months post initial procedure, the patient presented emergently with a ruptured aaa and CT (computed tomography) detected a type ib endoleak from the right common iliac. The physician elected to treat the patient by implanting an additional afx limb stent graft with two (2) ovation ix extender devices on (B)(6) 2020. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.